Event description:
The device reportedly prompted connect electrodes repeatedly during a pt use. The operator was able to continue to utilize the device. No additional event info was reported. Pt outcome was not reported.